Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).

Event description:
In was reported that the luer lock connection was not securely connected. Customer¿s blood glucose (bg) level was 538 mg/dl. At the time of the report with tandem technical support the customer had not addressed bg level. Tandem technical support guided the customer through tightening the t:lock/luer connection.